Event description:
I had lasik surgery on (B)(6) 2020. During the surgery, the doctor said I moved my left eye, and he had take out the tool that was holding the eye open. He put more pain medicine and put the tool again and proceeded to cut. After that I was experiencing pain/pressure on that eye during the procedure. The right eye went well. Both eyes were pretty red, but left was worse as it was completely covered in red. I assumed from the pressure of the tool during suction, and it having to be used twice. Doctor saw me after and said everything fine, 20/20, red will go away in a few weeks. Everyday when I wake up my eyes are pretty blurry, and it is hard to focus on small letters, but as the day goes, it seems to go away. I assumed everything was well as I am still healing. About a week or ago or so, I started noticing a black uneven line when watching a bright white screen in my computer. At first, I thought it was the eyelashes, or something to do with my eyes still recuperating. Finally, I called the doctor today, because it has not gone away, (B)(6) 2020, and she told me it was floaters, and it happens because I am older. I did not definitely had this before the surgery less than 4 weeks ago. In reading online, even on their website, they talked about the floaters, but they specifically say it is related to age. No one mentions that the pressure on the eye can cause for floaters to come earlier or in abundance, as I found after the surgery. And when I called, she said it is just my age. Would I have learned about floaters, I could have done my research and found the abundance of reports on this. I am worry now, having read what I have read, that this could increase and leave me blind. I do not know. It is the medical tool used to keep my eyes open with suction during lasik surgery. FDA safety report ID# (B)(4).